Manufacturer narrative:
Corrected information: (B)(4). Investigation - evaluation: a review of the documentation, instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned for investigation. No images/videos of the failure were provided for review. As the lot number for the complaint device is unknown, a representative device could not be obtained. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. During the manufacturing process, the surface and tip of the sheath tubing are 100% inspected. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Upon review of the abiomed IFU it was determined that a valid cook rpn was not listed in the abiomed IFU for use with an impella cp. Per the abiomed IFU, "note: use of the cook introducer may require higher than expected insertion and removal forces.¿ per the maude report, the impella cp device and the cook manufactured sheath were sent to abiomed for evaluation. Abiomed determined that "the physician's attempt to pull the device through the sheath with the tip of the cannula prolapsed may have allowed the inflow cage to wrap over the tip of the sheath and cause the dent." It is possible the force used to attempt removal of the prolapsed impella cp damaged the tip of the cook medical sheath. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause was not able to be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
During a data pull for trending the following was discovered on the maude database: "on...2016 a male patient had cardiac arrested at him home. The patient was admitted to the hospital where an impella cp was placed using a 30cm cook sheath. During the placement of the pump the physician observed some prolapse of the cannula as it was pulled back into the sheath. Following device placement low pump flows occurred. The pump flows would not surpass a 2liter maximum at all "p" levels. The cannula was repositioned under x-ray several times, but the flows continued to be low. The physician then attempted to remove through cook sheath and as he pulled the inflow and pigtail separated from device. The detached portion of the device was successfully removed via the aid of a snare. The pigtail was snared in one "smooth" attempt from the patient's vasculature. There was no damage to the native vasculature. Impella support was then aborted. No further intervention or support devices, including impella support were necessary as at that point the patient was stable condition." The devices will not be returned.